Event description:
During an annual inspection being performed for the device, foreign material was found around the forceps elevator. There is no harm reported to any patient. This medwatch is being submitted for the reportable issue of foreign material found around the forceps elevator during annual inspection.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that there is foreign material around the forceps elevator. Other observations for the device are: adhesive on distal end rubber coating (a-rubber) is detached; connecting tube has a wrinkle and a scratch; light guide (lg) bundle has breakage, due to which illumination is uneven; distal end cover is dirty; and lg lens is dirty. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. Therefore, root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
Addendum mar 9, 2023: though the customer follows the instructions for use for reprocessing steps, the single use maj-1888 is occasionally re-used.

Manufacturer narrative:
Additional information has been received for this event. Correction will be submitted for event investigation information available but not submitted and h6 coding. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, h6, and h10. Correction information: identity of the foreign material is not known. It was yellowish in color. This device has not been used on a patient with the presence of foreign material. Customer follows the instruction for use (IFU). The start of pre-cleaning was not delayed after the procedure. The manual cleaning was performed within an hour after the procedure. The forceps elevator was raised and lowered three times in water during aspiration. The forceps elevator was brushed. The forceps elevator was operated in the detergent solution. The forceps elevator was flushed appropriately. The distal end was brushed with the channel-opening brush or maj-1888. Additional information received for reprocessing at the facility: an air water channel cleaning adapter is used for pre-cleaning. Pre-cleaning is mostly performed immediately after a procedure. Steps followed for pre-cleaning are as follows: washing externals of scope, suction of instrument channel with detergent and water, flushing the air water channel with water and drying with air. And then wiping / drying scope. Detergent used for pre-cleaning: multi-enzyme. The endoscope channels are brushed during manual cleaning with olympus reusable brush and the maj-1888. The single use maj-1888 is occasionally re-used. Cleaning and disinfectant solutions used with the endoscope is glutaraldehyde (mostly cidex). Automatic endoscopy reprocessor (aer) is not used to reprocess the device. The endoscope is dried manually and stored in an endoscopy cabinet.